Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported elevation in pump power and estimated flow; however, a specific cause for this elevation could not be conclusively determined through this evaluation. The submitted log file contained events from 17jan2025. Elevations in pump power and flow, above the patient¿s baseline, were observed throughout the duration of the log file. No other notable events were captured, and the system appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided at this time. The patient remains on going on heartmate ii left ventricular assist system, serial number vad-60849, with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4: patient weight was not provided. D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with flows and powers elevated. The patient was asymptomatic for the most part, but had complains of palpitations. Log files were sent for review. The data showed multiple pulsatility index (pi) events that occurred on (B)(6) 2025.